Event description:
Report of alleged "continous setting error led with no audible alarm. Was not in pt use."

Manufacturer narrative:
H3) testing by MFR found a setting error led on without audible alarm due to fuse f2 on the motor board being out of specification. Replaced f2. H6) codes added.